Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg reflected a communication error when attempting to connect with the clinician programmer (cp). The patient had also lost stimulation. It was noted, the patient underwent an unrelated surgical procedure on (B)(6) 2018. Additional information revealed the cp logs were received and showed the ipg was in an "unknown app" state. Regardless, the cp was successfully able to connect to the ipg after multiple troubleshooting attempts and the issue was resolved.